Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events of "not charging" and "difficulty connecting to all ports". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection as the battery successfully mated to each port of the charger. However, the battery failed functional testing due to a bad soldering joint. Heartware has opened an internal investigation to evaluate battery internal solder failures. The most likely root cause of the reported event of "not charging" is due a bad soldering joint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Instructions are provided to always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator at a u.s. Site that (B)(4) is not charging. The battery also has difficulty connecting to all ports on battery charger. The battery was replaced with no consequence to the patient. No additional information is available. No further information was provided.